Event description:
Patient had a PICC inserted into the right antecubital space for ongoing outpatient IV antibiotic therapy. The line was placed in 02/02 and on march pt came to the emergency room. The line had broken away from the tip. X-ray confirmed the line to be within the right pulmonary artery and extending out in the lower right lung. Line was removed in radiology using the groin as the retrieval site. Patient tolerated well and discharged later same day.